Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the returned unit, where it was observed that the device would unintentionally deliver rf energy, confirming the complainant¿s experience. Upon closer inspection, an internal fuse switch, was observed to be misaligned. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the misaligned fuse switch. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable as unintended rf output could cause or contribute to death or serious injury. This report is a combined initial and follow-up report.

Event description:
Procedure performed: laparoscopic gastric sleeve. Event description: surgeon reports that fuse activation button would cause delayed and prolonged response during use. Energy delivery occurred a few seconds after pressing the fuse activation button in procedure. Upon releasing fuse activation button and removing device from tissue, energy was still being delivered to the device until an error code interrupted the seal cycle. A new device was opened to complete the case. No patient injury occurred. Product is available for return. Intervention: a new device was opened to complete the case. Patient status: no patient injury occurred.